Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID (B)(4) lot# v138899 implanted: (B)(6) 2008 explanted: (B)(6) 2018 product type lead product ID (B)(4) lot# v138899 implanted: (B)(6) 2008 explanted: (B)(6) 2018 product type lead product ID (B)(4) serial# (B)(4) implanted: (B)(4) 2016 explanted: (B)(4) 2018 product type extension product ID (B)(4) serial# (B)(4) implanted: (B)(6)2016 explanted: (B)(6)2018 product type extension if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep indicating the patient's entire bilateral system was explanted and was being returned for analysis.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Conclusion code updated from (B)(4) to (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
No additional information was received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for essential tremor and movement disorders. It was reported that short circuits on contacts 8 and 9 were observed in an impedance check. The patient was not using this electrode combination, so no interventions were taken or are planned. The issue was considered resolved at the time of this report. No medical symptoms were reported. No further complications were reported/anticipated. Patient medical history includes diabetes, previous heart attack, and pacemaker.

Manufacturer narrative:
Analysis of the ins ((B)(4)) found no anomaly. Analysis of one lead (lot no. V138899) found no significant anomaly; the body conductor was broken due to overstress/damage. Analysis of the other lead (lot no. V138899) found that the proximal end conductor was short between circuits (dry conditions). Analysis of the extension ((B)(4)) no significant anomaly; the body outer insulation was melted. Analysis of the other extension ((B)(4)) found no significant anomaly; the body was stretched. ((B)(4)), the extension ((B)(4) and one lead (lot no. V138899). If information is provided in the future, a supplemental report will be issued.